Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was reproduced at power up. The evaluation found a failing rear case assembly, causing a no audio condition. The rear case assembly was replaced.

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.